Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device power was too low. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillations/minute. It was noted in the service order that during an unspecified surgical procedure, the device would not cut bone. It was not reported if there were any delays to the procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.